Event description:
Healthcare professional (hcp) reports 6 blood leaks into the dialysate noted near onset of pt treatment. Healthcare professional reports dialyzers reused. Healthcare professional report no pt injury.